Manufacturer narrative:
A product investigation was conducted. Visual inspection: the drill bit is slightly blunt, the cutting edges are slightly rounded and there a slight nicks visible. The device is in general in a used condition, also at the coupling end are slight wear marks visible. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Related to this complaint also our important information leaflet ((B)(4)) can be mentioned with following statement regarding the inspection of instruments: synthes instruments should be inspected after processing, prior to sterilization, for end of life indicators such as: -proper function, including but not limited to sharpness of cutting tools, bending of flexible devices, movement of hinges/joints/ box locks and moveable features such as handles, ratcheting and couplings. Damaged or worn devices should not be used. A device history record (DHR) review was conducted: part: 323.062, lot: 5l20392, manufacturing site: (B)(4), release to warehouse date: (B)(4) 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for right distal bone fractures by using the lcp clavicle plate. During the surgery, the surgeon had a difficulty in drilling because two (2) of the drill bits were dull. Surgeon drilled by using a 2.0 mm k-wire and the surgery was successfully completed with a less-than-thirty (30) minute delay. Patient outcome is reported as stable. No further information is available. Concomitant device reported: unknown lcp clavicle plate (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 2 of 2 for (B)(4).